Event description:
It was reported that following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the patient received three inappropriate shocks due to over-sensed noise. The noise was reproducible with manipulations, and diagnostic imaging was performed which confirmed appropriate electrode insertion. Boston scientific technical services (ts) was contacted and discussed that the noise was most likely the result of air entrapment. Ts recommended re-assessing for noise in a few days to evaluate whether the air has dissipated. The patient was re-evaluated, which revealed no noise or other abnormalities, and it was concluded that the inappropriate therapies were the result of an air bubble near the xiphoid process. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.